Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument were not aligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing a side to side misalignment of the grips. There was a .061 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following unreported damages to the instrument: the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.